Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging damage to the lung tissue, irritable cough, phlegm formation and fear of serious illness. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received new and relevant information on 08/29/2020. During the evaluation of the device at the third party service center, the device was visually inspected and no foam particles were observed. The device passed all tests. Additionally, the device was corrected. Section g3 and h6 have been updated in this follow up report.